Event description:
Exeter stem fractured. Revision surgery needed to replace fractured stem.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed via clinician review of the provided medical records and evaluation of the returned device. Method & results: product evaluation and results: visual inspection of the returned device indicated that plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. The damage is consistent with fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem requiring revision. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to the pi including the product inquiry summary, and an ap and lateral x-ray of a left cemented exeter stem. The event description from the product inquiry summaries states: exeter stem fractured. Revision surgery needed to replace fractured stem. The ap x-ray of the left hip shows a fracture of a cemented femoral component. The fracture is located in the mid-section of the stem.. The fracture is not visible on the lateral view x-ray. There is no evidence of component loosening or other mechanical complication. Fracture of a cemented exeter stem is confirmed. No information was supplied to verify revision surgery. The root cause of this fracture cannot be identified from this limited documentation, should additional information become available I would be happy to further this assessment. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: no further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Exeter stem fractured. Revision surgery needed to replace fractured stem.